Manufacturer narrative:
The device with the lens were returned in the loose in the product carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. There was no evidence of viscoelastic observed in the device. The plunger was advanced into the loading area and was engaged to the optic edge. The lens was located between the far end of the loading area and the nozzle entry area. The trailing haptic was folded onto the anterior optic surface. The leading haptic was extended toward the left and back toward the optic with the distal haptic area extended under the optic edge. The optic edge was torn on the left side against the left side of the interior device wall. The lens was stuck and damaged between the nozzle entry and loading area of the device. The root cause of the complaint was related to failure to follow the instructions for use (IFU). There was no evidence of viscoelastic observed in the device. Per the IFU: fully insert the viscoelastic cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until viscoelastic can be observed flowing to the line on the nozzle tip, then retract the cannula. This will require approximately 0.2 ml of viscoelastic. Only use an company viscoelastic qualified for use with the pre-loaded delivery system that has been allowed to come to the operating room temperature. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscoelastic devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company intraocular lens with company preloaded delivery system IFU, only qualified viscoelastics - company viscoelastic products must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the IFU for the company intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation conclusion 18 and result 202 codes were removed. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care profession reported that during implantation of an intraocular lens (iol) the lens was broken. Additional information was requested.